Manufacturer narrative:
Device evaluation/analysis: the syptom of hypotension during red cell transfusion using the device appears limited to a small chort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of the following circumstances: hemodialysis, congestive heart failure, cardiac surgery, transfusion through central lines and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the conditions were: heart failure status post cardiac surgery, supported by ventricular assist device, pre heart transplant and rapid trasfusion rate. Info was not provided regarding medications and the route of administration of the transfusion. These conditions, per se, do not result in precipitous hypotensive reaction. It appears that some variable in the blood component transfused, as well as an unidentified idiopathic factor in the pt, must also be present. It is unclear as to whether when the preceding conditions and/or practices exist in the proper configurations, whether the device also plays a contributing role in the reaction observed. There has been no correlation between mfg lots and these reactions. A review of the mfg history of loy number 628305 revealed that this lot was manufactured in accordance with documented procedures and met all specifications required for release. This category of reactions could be consistent with the presence of a short-live biological modifier, no evidence of such a modifier has been confirmed in this instance. The specific cause of this low frequency hypotensive reactions remains unidentified. Prior to the transfusion, the pt had not been able to be weaned from cardiac support, and continued on ventricular assist (iabp). Following the transfusion, the pt continued for two days on the ventricular assist, but did not survive. The physician reported that the pt's death was not related to the hypotensive event during the transfusion with the device. Unless substantially significant info becomes available, this constitutes a final report.

Event description:
A pt being transfused through the device became hypotensive. The transfusion was stopped, and pt's blood pressure resumed initial measurement. An attempt to continue the transfusion resulted in another drop in blood pressure.